Manufacturer narrative:
Inspection of the pod found corrosion on the pcb assembly and mechanism rail. All three battery voltages were measured to be lower than expected. All attempts to download the data from the pod were unsuccessful. A leak test was performed, and no leaks were found in the fluid path. The cause of the internal corrosion and low battery voltages could not be determined. It could not be conclusively determined when or how the corrosion occurred or if it contributed to the reported event. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The device was originally reported for a pod communication error. It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Upon investigation of the device, results found corrosion on the mechanism rail of the pod.